Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the washer / nut piece of the polarstem stem inserter broke during implantation of the polarstem. No injury was reported as a consequence of this issue. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that only two of three components of the device were returned for investigation (the stem inserter handle and the stem inserter rod). The reported nut piece being fractured was not returned. Upon visual inspection, the reported failure mode could therefore not be confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 4 additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The device complaint or problem cannot be confirmed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" ((B)(4)), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that, during a thr surgery, the washer / nut piece of the polarstem stem inserter broke during implantation of the polarstem. It is unknown how the procedure was completed or if this caused any delay. No injury was reported as a consequence of this issue.